Manufacturer narrative:
(B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -11.50/1.00/093 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. Intraoperatively the lens was removed and replaced with a shorter length lens due to excessive vaulting. This did not resolve the problem. The cause of the event was reported as unknown. See MFR# 2023826-2022-01827 for replacement lens.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a microcentrifuge vial in liquid. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens within specifications. Claim#: (B)(4).